Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was sleeping and the pump declared multiple temperature alarms. The customer's blood glucose level was 135 mg/dl. The pump was not within abnormal temperature conditions. It was indicated that the customer would obtain manual injections from the customer's health care provider for alternate insulin therapy. The customer declined follow-up.